Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  bilateral rupture and capsular contracture, baker grade IV

Event description:
Patient reported bilateral rupture and capsular contracture baker grade IV. Device remains implanted. This complaint captures the right side.

Event description:
Patient further reported the right side implant was not ruptured when it was explanted. Physician confirmed capsular contracture baker grade IV and no rupture for right side.